Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of adverse event ("adverse side effect to essure/ complication associated with essure") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the adverse event had resolved. The reporter considered adverse event to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: adverse side effect to essure/ complication associated with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of adverse reaction ("adverse side effect to essure/ complication associated with essure") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the adverse reaction had resolved. The reporter considered adverse reaction to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: adverse side effect to essure/ complication associated with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.